Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the embolization of the valve appears to be due to procedural factors (malposition of the valve). The cause of the initial aortic malposition/canting of the valve cannot be confirmed; however patient factors (severe native valve calcification) and procedural factors (fair coaxial alignment of the delivery system and valve, fair image intensifier angle) could have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during a transaortic tavr procedure, post deployment of a 23mm sapien valve, the valve appeared to be canted on the ncc side (90/10 aortic/ventricular). The guidewire was removed to assess the valve; moderate central regurgitation and paravalvular leak were noted. The surgical team elected to place a second valve. The surgeon re-crossed the valve with the guidewire, and while advancing the second delivery system, the previously implanted sapien valve embolized into the ventricle. The physician retracted the delivery system into the ascendra sheath, at which time the crimped sapien valve dislodged in the sheath. It also appeared the embolized sapien valve had migrated back up into the lvot. The patient was converted to a surgical aortic valve replacement procedure. The embolized valve was removed and an edwards surgical valve was implanted. The patient tolerated the procedure well. There was severe native valve/leaflet calcification and moderate aortic root calcification. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be fair. Ventilation was held and there was no loss of pacing capture during valve deployment.